Manufacturer narrative:
No product information available at this time.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. On the first firing, the reload was connected to the adapter and the indicator lights illuminated normally. The surgeon attempted to insert the device into the trocar, but the reload disengaged from the adapter outside of the body cavity. A new reload was used but it could not be connected to the adapter. To complete the procedure, another powered handle and adapter were used. The sales rep noticed that the black release button on the adapter was stiff and the red indicator was showing. No patient injury or extension in surgical time of 30 minutes or more. Patient status is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.